Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, image guided interventions have remained critical to the management of this patient population.

Event description:
Received an article titled "interventional management of vascular renal transplant complications" published in the techniques in vascular and interventional radiology. The article presented a concise review of image guided interventions related to vascular complications occurring after renal transplantation. Per the article adverse events included dissection, migration, thrombosis, pseudoaneurysms, av fistulae and hemorrhage.